Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer changed his infusion set on the night prior to hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. All insulin pump programming was correct. The tubing clamp was not available to run the high pressure test.